Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens was implanted, the patient had blurry vision. The surgeon blamed the lens and exchanged it approximately a week and a half later for a competitor's lens of different diopter power.

Manufacturer narrative:
A necessary correction was identified. Corrected information provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).